Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/08/2016, that on (B)(6) 2016, the receiver displayed an unrecoverable loss of antenna passed the threshold. No additional event or patient information is available. The tslim was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. Global transmitter functional testing was performed and the transmitter passed with no deficiency . The reported unrecoverable loss of antenna passed the threshold was not confirmed.